Manufacturer narrative:
Other applicable components are: product ID 388928, lot# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional via a manufacturer representative reported a lead was in situ for one week and had to be removed presumably due to a kink in the lead, reason for defect. It was unknown if the issue was resolved. Additional information received reported after one week, the lead did not work anymore. Unknown if any factors led to the event. Kinking of the lead was diagnosed after the explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, product type: lead continuation of analysis found no significant anomalies, stim lead/body/conductor/crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.